Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the medication was not appearing in the patient's profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing in the patient's profile. A technical support specialist (tss) remotely accessed medbank myqlink (mql) and observed that the medication was flagged as high alert, while the user¿s credentials were configured for general override access. The customer was advised to consult with the pharmacy to either add the medication to the patient¿s profile or consider upgrading the user¿s access permissions. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.